Event description:
The patient reported they were currently getting pulsed magnetic therapy on their foot, but that they can stop it because it was not doing what they thought it should. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).